Manufacturer narrative:
H3: there was no fault found in the product analysis. H6: codes b01, c19 and d1102 has been updated. The previously updated codes b21, c21 and d16 were no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: analysis results were not available as of the date of this report. A follow-up report will be submitted once analysis gets completed. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: nim4cpb1, description: patient interface nim4cpb1 nim 4.0, serial no #: (B)(6), UDI#: (B)(4). H6: img g02005 was applicable for patient interface (nim4cpb1). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that pre op, the nim system had patient interface error and console alarm. There was no patient involvement.